Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, following reprocessing of an endoscope with the endoscope reprocessor, it was noted, brown foreign matter had adhered to the cleaning tube. Subsequently, the scope was reprocessed again with another reprocessor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was found to be mainly composed of protein. However, the definitive root cause of the protein could not be determined. It is possible that the foreign material was caused by insufficient precleaning prior to cleaning with the reprocessor caused the stain on the scope to adhere to the connecting tube, which dried out. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿4.3 endoscope precleaning and manual cleaning when using this equipment for reprocessing endoscopes, it is necessary to first clean the endoscopes beforehand. Immediately after each patient examination, follow the cleaning, disinfection, and sterilization procedures described in the ¿instruction manual¿ of the endoscope to perform at least the processes from precleaning to manual cleaning that involves cleaning the outer surfaces of the endoscope, brushing the area around the forceps and the suction channel, and cleaning the valves. Warning: ·always preclean each endoscope immediately after the examination. If precleaning is not executed promptly, debris will solidify and may prevent effective reprocessing. ·failure to preclean will leave excessive amounts of debris adhering to the endoscope and may compromise the effectiveness of the reprocessing. It may also result in debris accumulating in the endoscope, preventing the endoscope from working correctly.¿ olympus will continue to monitor field performance for this device.